Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported a change in therapy, that did not feel like it was working as well as it should. The patient tried increasing stim but caused them to feel it in the legs; the patient turned it down then got pain in their back. The patient was going to call their doctor to set up a manufacturer representative (rep) to check the device and maybe adjust it. Tried checking the setting to change programs but the programmer batteries were dead. They were getting the sign that the batteries for the programmer were dead, they tried changing batteries and got the same thing. They were concerned that the batteries were already dead when just got the device. The patient was going to the store and get new batteries. The patient called back after getting new triple a batteries and was able to get therapy screen. On program 1 they increased to 5v and felt ¿jerks in back¿ so they decreased to 4.50v but could barely fe el stimulation. The patient was redirected for programming session. Other relevant medical history includes non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.